Event description:
It was reported that there are significant differences observed in prothrombin time (pt), international normalized ratio (inr) and international sensitivity index (isi) between conventional bd vacutainer® sodium citrate blood collection tubes and bd vacutainer® sodium citrate tubes with a magnesium-poor stopper. The following information was provided by the initial reporter: (2 of 2) during an internal literature review, article ¿a comparative study of conventional versus new, magnesium-poor vacutainer® sodium citrate blood collection tubes for determination of prothrombin time and inr¿ (april 2014), was identified which states ¿there are significant differences observed in prothrombin time (pt), international normalized ratio (inr) and international sensitivity index (isi) between conventional bd vacutainer® sodium citrate blood collection tubes and bd vacutainer® sodium citrate tubes with a magnesium-poor stopper.¿ the significant differences were observed when using three recombinant human thromboplastin reagents (neoplastin r, recombiplastin 2g, innovin); no significant difference was observed when using the rabbit thromboplastin reagent. The conclusion in the article states ¿agreement of the inr between the reagents is improved by using magnesium-poor tubes.¿

Manufacturer narrative:
H.6. Investigation summary: as bd had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. At the time of publication of this article, the following was determined: currently there is no clinical impact on the reportable pt/inr when using bd sodium citrate tubes. Lot to lot variation of magnesium concentration in tubes (stoppers), the difference in reagent sensitivity, the choice of instrument platform, and pre-analytic variables have cumulatively demonstrated a bias for pt/inr. This overall bias is still within acceptable limits as defined by the who expert committee of biologic standardizations.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there are significant differences observed in prothrombin time (pt), international normalized ratio (inr) and international sensitivity index (isi) between conventional bd vacutainer® sodium citrate blood collection tubes and bd vacutainer® sodium citrate tubes with a magnesium-poor stopper. The following information was provided by the initial reporter: (2 of 2). During an internal literature review, article ¿a comparative study of conventional versus new, magnesium-poor vacutainer® sodium citrate blood collection tubes for determination of prothrombin time and inr¿ ((B)(6) 2014), was identified which states ¿there are significant differences observed in prothrombin time (pt), international normalized ratio (inr) and international sensitivity index (isi) between conventional bd vacutainer® sodium citrate blood collection tubes and bd vacutainer® sodium citrate tubes with a magnesium-poor stopper.¿ the significant differences were observed when using three recombinant human thromboplastin reagents (neoplastin r, recombiplastin 2g, innovin); no significant difference was observed when using the rabbit thromboplastin reagent. The conclusion in the article states ¿agreement of the inr between the reagents is improved by using magnesium-poor tubes.¿